Event description:
It was reported that during an angioplasty procedure, the balloon allegedly failed to advance. It was further reported that the balloon was allegedly stuck to the guidewire and was difficult to be removed. The procedure was completed using another device. There was no patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one ultrascore 014 pta dilatation catheter loaded with the guidewire has been received for the evaluation. On the visual evaluation, the sample was noted to be bloody. Both scoring wires were noted to be broken at the distal tip of the balloon. Under the microscopic observation, the broken wires were examined. Bunching was also noted to the inner guidewire lumen near the distal tip of the balloon. Marker bands at the distal part of the balloon are present but appeared to be moved, marker proximal the to the balloon is present. No other anomalies were noted. Attempt was made to remove guidewire but unsuccessful, no other functional testing was performed. Therefore the investigation for the reported device-device incompatibility and difficult to advance was confirmed as the guidewire was unable to be advanced which got stuck inside the catheter. The investigation for the reported difficult to remove was confirmed as the guidewire cannot be removed from the catheter on the device returned for the evaluation. The investigation for the identified broken scoring wire was also confirmed as the scoring wire was noted to be broken at the distal part of the balloon. The investigation for the identified marker band dislodged was confirmed as the marker bands at the distal part of the balloon was found to be moved. A definitive root cause for the reported device-device incompatibility, difficult to advance, difficult to remove and the identified broken scoring wire, marker band dislodged could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: b5, d4 (expiry date: 08/2022),

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 08/2022). Device pending return.

Event description:
It was reported that during an angioplasty procedure, the balloon was allegedly stuck to the guidewire and was difficult to be removed. There was no reported patient injury.